Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be partially deployed from the stent delivery catheter. The stent delivery catheter was found to be kinked/bent .the stent stabilizer was found to be kinked/bent. The stent was deployed on the table and found to be intact. During functional inspection, the stent difficult/unable to advance or pullback through catheter functional test was unable to be performed as the returned stent was partially deployed. The reported issue is covered in the device directions for use (dfu). As well, the risk of the reported issue is documented in the risk documentation and there are current controls to mitigate the risk of the reported issue. As per the additional information, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, and the patients anatomy was severely tortuous. The device was returned and the stent was noted to have been partially deployed from the delivery catheter, the delivery catheter and the stabilizer were kinked. It is probable that the device was damaged during advancement through the patients anatomy causing the reported difficulty to advance the device and the damage noted to the returned device. An assignable cause of procedural factors will be assigned to the as reported "stent difficult/unable to advance/pullback through catheter" and to the as analyzed "stent partial deployment", "stent delivery catheter kinked/bent", "stent stabilizer kinked/bent", as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the subject stent was partially deployed from the delivery catheter. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.